Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2009. It was reported that although she has stimulation, her programmer will not stay powered on. In an effort to resolve this matter, a replacement programmer was sent to the pt. Resolution on this matter is pending as follow-up on the pt found that she has yet to use the replacement programmer. This report is being submitted as a precautionary measure as similarly reported events have occasionally led to the explant of the ipg.